Event description:
A customer reported to beckman coulter (bec) that the synchron lx20 pro clinical chemistry system generated erroneously elevated sodium and chloride results for approximately 10 patient samples. The results were reported out of the laboratory. Repeat testing on an alternate analyzer produced lower results and the patient reports were amended. There was no report of death, injury, or impact to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found that the ratio pump was full of bubbles and the flow cell was very dirty. The fse cleaned the flow cell, and removed and reinstalled the valves on the ratio pump to remove bubbles. The fse replaced sodium electrodes, modular chemistry (mc) collar wash, mc sample probe, and incidentally replaced a broken carbon dioxide membrane holder. The fse verified the instrument performance.